Manufacturer narrative:
Report date: 21jul2021. (B)(4). It is unknown if the device was in patient use when this event occurred. Additional information has been requested.

Event description:
The customer reported high blower temperature. It is unknown if the unit was in use on patient, but this information has been requested. There was no patient harm reported. The customer contacted product support and requested for service repair. The authorized service personnel (asp) replaced the blower and motor controller (mc) board to address the reported issue.

Manufacturer narrative:
Per respiratory therapist (rt) the unit was in use on patient. The (rt) saw the fault on the screen and placed the patient on another bipap. The mc board assembly and blower motor were returned for failure investigation. Visual inspection of the mc board no anomalies noted. Visual inspection of the blower motor have no obvious dust or debris on unit. No signs of mechanical damage of physical mishandling. No obvious indications of electrical overstress or overheating. No signs of wear on connector or cabling. Blower spins freely. Both parts were tested and customer's complaint was not verified. Returned mc board and blower pass all testing. No fault was found.